Event description:
A customer reported the system quit working when they went into the surgery screen during a procedure. Add'l info was rec'd from the customer indicating there was no suction when in phaco mode and the machine stopped working. The handpiece was exchanged, but the issue persisted. The system was exchanged to complete the case following a 15 min delay. There was no harm to the pt.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss confirmed with the customer that the footswitch was responding as expected. The customer was advised to monitor the phaco handpiece status and verify that the system indicator is green after tuning. The customer did not request service or contact the tss for further assistance. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause could not be determined conclusively. (B)(4).